Event description:
The customer reported that the ventilator has a message of "invalid data, pbaro sensor message". Barometric pressure reading 545 but the actual barometric pressure is not that value.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged defective part if it is returned to the manufacturer.